Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right hip revision for pain and audible squeak. Ceramic head and ceramic insert were exchanged for a ceramic head, titanium sleeve, and poly insert.

Event description:
Right hip revision for pain and audible squeak. Ceramic head and ceramic insert were exchanged for a ceramic head, titanium sleeve, and poly insert.

Manufacturer narrative:
Reported event: an event regarding audible noise and pain involving an unknown ceramic liner was reported. The event was not confirmed. Method & results: -product evaluation and results: no product was returned for evaluation, however photographs were provided for review. The photographs show a recently explanted ceramic head and liner with nothing noteworthy to report. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: event description: right hip revision for pain and audible squeak. Ceramic head and insert were exchanged for a ceramic head, titanium sleeve and ploy insert. Implants involved: ceramic insert 32e, ceramic head 32 +0, accolade stem size #3, trident psl cup 50 mm. Materials reviewed: 04/14/2021: stryker pi report undated: x-ray right ap hip, accolade stem with ceramic head, stable appearing components, cup is very vertical. Confirmation: the event cannot be confirmed without additional documents. There were no records or x-rays that show a revision or documents the complaints. Root cause: as noted the event cannot be confirmed without additional medical records. That said, the possibility of squeaking in a ceramic-ceramic bearing is well documented. This is particularly true in a cup that is positioned at a high abduction angel as shown herein. That does not however explain the complaint of pain. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.